Event description:
It was reported that after a transcatheter aortic valve replacement procedure it was noted that the right ventricular (rv) lead caused pericardial effusion. This was treated with pericardiocentesis. The lead was removed and replaced the next day. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.